Event description:
Boston scientific received information that following a transesophageal echocardiogram, a shock impedance measurement of zero was detected on this device system. R-wave measurements decreased during the low impedance measurement. Shock impedances and r-waves were both within acceptable limits following the one out of range measurement. Pacing impedance measurements were reportedly within acceptable limits. Non-sustained ventricular tachycardia (nsvt) episodes were seen, and no noise was on the shock or right ventricular (rv) channels. The patient was brought into the office and all testing proved the lead measurements to be within acceptable limits. Technical services was consulted and discussed the likelihood that electromagnetic interference affected the lead impedance testing and recommended a 1.1 j and maximum energy commanded shock to evaluate the lead system. It was confirmed that non-invasive programmed stimulation (nips) testing was not performed and continued monitoring would occur. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.